Manufacturer narrative:
The phosphorus reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the rinse levels and the sample and reagent pipettes. The gear pump pressure was verified, and calibration and qc were completed with acceptable results. The customer had no further issues after the service visit. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for phosphorus on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 5.4 mg/dl. This result did not correspond to the patient¿s clinical picture. The repeat result from a different c702 module was 3.6 mg/dl. This result was believed to be correct.